Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 03:00pm, the patient noted that the sensor had failed. The patient did not experience any symptoms, but lost consciousness after this. The patient was found unconscious by their grandson who called an ambulance. The paramedics arrived around 06:00pm and when a fingerstick was taken by the paramedics the blood glucose reading was 38 mg/dl, and the emt noted the cgm sensor had failed. The patient was treated with intravenous glucose and recovered at home. No further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.